Event description:
Received injection of gel-one cross-linked hyaluronate in left knee. Prior was receiving cortisone and changed to gel-one injection. After the numbing medicine wore off, my knee was in great pain and I could hardly walk. Needed to return to the doctor for another cortisone injection. The gel-one actually made the knee pain worse than when I went in. Knee pain due to damaged meniscus.